Event description:
One smartez device (se0175-250, lot # s8m71) containing vancomycin 1 gram in 0.9% sodium chloride 250 ml arrived with missing tubing to the device which appeared to be the contributing factor for the device leakage.